Event description:
The hcp reported that while placing a bravo ph monitor the capsule would not attach to the pt's esophagus. The physician searched the pt's airway but found that the capsule fell off in the pt's mouth. No serious injury to the patient was reported.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional info is rec'd from the hcp.